Event description:
It was reported that tip detachment occurred. A 300cm, 8cm poly tip v-18 control wire guidewire was advanced for treatment. However, during procedure, it was noted that the hydrophilic tip of the wire broke off inside the shaft of a 3x150 sterling balloon catheter. The device was removed and the procedure was completed with another of the same device. There were no patient complications and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The returned guidewire had the distal tip bent with a section of the core wire exposed due to the polymer jacket damaged, the distal tip of the guidewire is intact. The outer diameter of the distal, medium and proximal sections, and the overall length were within specifications.

Event description:
It was reported that tip detachment occurred. A 300cm, 8cm poly tip v-18 control wire guidewire was advanced for treatment. However, during procedure, it was noted that the hydrophilic tip of the wire broke off inside the shaft of a 3x150 sterling balloon catheter. The device was removed and the procedure was completed with another of the same device. There were no patient complications and the patient was stable.